Event description:
The customer reported that during use for pt, they noticed the inner cannula fell out easily. They removed the 8lpc and replaced it with a new tube. No pt harm reported. Pre-test was done.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.